Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in bed and just turned the lights out to go to sleep when alarm sounded. The patient remained well and all parameters were within normal range. Modular cable had kink, which had been straighten out and reinforced with recue tape. The patient secured it since then so it would not kink. The log file confirmed driveline power a fault alarms on 30apr2026. Modular cable and system controller were exchanged. The exchange was uneventful and alarm had cleared. The additional event log file confirmed the driveline fault alarms did not return post the exchange. The log file data used to trigger the driveline power faults had reduced from 100 ma to 7 ma.